Manufacturer narrative:
Medical devices continued: sedr01 ipg implanted: (B)(6) 2010.

Event description:
It was reported that the patient presented to the emergency department with syncope. It was determined that an right atrial (ra) lead warning had occurred due to low impedance values. The lead remains in use. No further patient complications have been reported as a result of this event.